Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection and swelling. The recipient was prescribed medication, however, the issue recurred. On (B)(6) 2018, the recipient underwent repositioning and skin flap surgery. The recipient has reportedly healed and resumed device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection and swelling. The recipient was prescribed medication; however, the issue recurred. On (B)(6) 2018, the recipient underwent repositioning and skin flap surgery. The recipient has reportedly healed and resumed device use.